Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having plif (l4/5) due to lumbar spondylolisthesis. It was reported that during the l4/5 plif procedure, adequate intervertebral scraping and expand were performed, followed by measurement with a trial. The optimal size was selected, and a cage was first inserted on the right side. The rotation was completed successfully without issues. Subsequently, autologous bone was inserted intervertebral from the left side. When the second cage was inserted from the left side, it only reached halfway between the vertebrae. During hammering, the connection part was not secured, causing the inserter shaft to idle. The cage was temporarily removed and reattached to the inserter outside the surgical field, but the connection part was damaged, preventing reconnection. The physician speculated that excessive autologous bone insertion into the intervertebral space caused the cage to become stuck, and forceful hammering led to damage of the cage's gripping part. Instead, adaptix was used on the left side alone and was successfully placed. Cage malfunction was due to user error t here were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis # part: 5001022: lot # h5786373 visual and optical inspection confirmed the threads of the cage have been damaged. The damage is consistent with excessive force placed on the cage during the implanting process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.